Event description:
Reporting status: death. Reporting rationale: occlusion; subsequent death. Device issue: no device issue has been reported. It was reported that the patient had remote mi 21 days prior to the procedure. The patient had three svg (rca 100% stenosis, 1st marginal 100% stenosis, mid cx 90% stenosis) and a lima graft to the mid lad, which was patent. A stent from another company was deployed in the svg mid cx and a perforation occurred. Another stent from the same company was deployed, but did not seal the perforation. A pericardiocentesis was attempted, but was unsuccessful in helping the patient. The 5.0 x 16 mm graftmaster was advanced, but failed to cross. A 4.5 x 16 mm graftmaster was advanced and deployed, successfully sealing the perforation. The patient was transferred to pcu in stable condition. Four days later, the vein graft had an acute occlusion and the patient expired. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - it is reported that the stent graft was used as per the indication to treat a free perforation in the svg to the lcx. The stent was successfully implanted and the perforation was sealed. Reportedly, the patient expired four days later from an acute occlusion of vein graft. It was also reported that the use of the stent graft did not cause additional complications or adverse events. In the instructions for use (IFU), total occlusion is listed as a potential adverse effect. A conclusive root cause for the patient effect and relationship to the device, if any, can not be determined.